Event description:
It was reported that the patient was scheduled for a revision due to high capture thresholds observed on the right ventricular lead. An x-ray was performed and it was discovered that the lead may have micro-perforated. During the procedure, the physician attempted to retract the helix back into the lead and took over 40 turns to fully retract and when fixated the helix would extend. The lead was explanted and replaced. The patient was in stable condition.